Event description:
The customer reported that a patient passed away while being monitored on the central nurse's station (cns).

Manufacturer narrative:
Qae, this ticket was "qa closed - nc" by ts, please have ts document in the ticket that this request is not due to a damaged device before we close this ticket as nc. If damaged was reported, please ensure it is documented and that the "category" fields match the incident. Details of complaint: the customer reported that a patient passed away while being monitored on the central nurse's station (cns) on sunday ((B)(6) 2019), and the facility supervisor wanted the full disclosure data to be printed out. The monitor tech did just that and then discharged the patient, but the supervisor wanted more data; however, the monitor tech was unable to do so. The monitor tech asked nihon kohden how to pull the full disclosure data again to get more information. Nihon kohden clinical specialist reviewed the full disclosure and stored waves and found they were set to "auto" by default. It was unknown why full disclosure was lost after discharging and readmitting twice in less than a 24-hour period. Arrhythmia recall was displaying arrhythmias but was blank in full disclosure. The cns full disclosure was correct service requested / performed: troubleshooting. Investigation summary: the root cause of the issue could not be determined. A possible cause of the issue could be inadvertently powering off the cns or un-stored waveforms. Per the cns-6801 operator's manual, if the cns where the full disclosure data was saved, is turned off, the waveform might not be displayed. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the reported issue was concerning assistance to view recorded historical data. This does not suggest nk device deficiency/malfunction with regard to either the retrieval of full disclosure data or the patient death.

Event description:
The customer reported that a patient passed away while being monitored on the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that a patient passed away while being monitored on the central nurse's station (cns) on sunday ((B)(6) 2019), and the facility supervisor wanted the full disclosure data to be printed out. The monitor tech did just that and then discharged the patient, but the supervisor wanted more data; however, the monitor tech was unable to do so. The monitor tech asked nihon kohden how to pull the full disclosure data again to get more information. Nihon kohden clinical specialist reviewed the full disclosure and stored waves and found they were set to "auto" by default. It was unknown why full disclosure was lost after discharging and readmitting twice in less than a 24-hour period. Arrhythmia recall was displaying arrhythmias but was blank in full disclosure. The cns full disclosure was correct. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue could not be determined. A possible cause of the issue could be inadvertently powering off the cns or un-stored waveforms. Per the cns-6801 operator's manual, if the cns where the full disclosure data was saved, is turned off, the waveform might not be displayed. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the reported issue was concerning assistance to view recorded historical data. This does not suggest nk device deficiency/malfunction with regard to either the retrieval of full disclosure data or the patient death. Corrected information: h10 additional narrative/data: this correction is being submitted to remove the first two sentences that were accidentally included in the fu 001 submission, but do not pertain to this report.

Manufacturer narrative:
The customer reported that a patient passed away while being monitored on the central nurse's station (cns). The monitor tech reported that a patient passed away on sunday ((B)(6) 2019), and the facility supervisor wanted the full disclosure data to be printed out. The monitor tech did just that and then discharged the patient, but the supervisor wanted more data; however, the monitor tech was unable to do so. The monitor tech asked nihon kohden how to pull the full disclosure data again to get more information. Nihon kohden clinical specialist spoke with the monitor tech. Reviewed full disclosure and stored waves were set to auto as expected as a default. It is still unknown as to why the full disclosure was lost after discharging and readmitting twice in less than a 24 hr period. Arrhythmia recall was displaying arrhythmias, but was blank in full disclosure. Cns full disclosure was correct. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration date, implant & explant date, name and address of reprocessor, event problem codes, protocol number, correction/removal number.

Event description:
The customer reported that a patient passed away while being monitored on the central nurse's station (cns).